Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Can't get tampon out - vagina [foreign body in reproductive tract]. Can't get tampon out [device malfunction]. Consumer contacted via online review and stated that she couldn't get the tampon out. No serious injury was reported.